Event description:
It was reported that during a returned device service, it was noticed that the top case was cracked, the plunger case was cracked and a force sensor error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information: no patient involvement was reported. D10: updated h3: updated h6: updates not required h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health effects - health impact code updated device evaluation: device received, and visual inspection revealed the plunger seal is broken but the bottom seal is intact. Physical inspection revealed that the top case corners chipped and cracked by tubing guides, bottom case tabs are broken, cracked ac cord clamp, cracked right plunger case, the power cord is falling apart, and there is corrosion on main board and power supply. After reviewing the event history log, no alarms were replicated. The damage is due to customer mishandling the device. To resolve the issue, the top case and plunger assembly were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.